Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing continuous elevated blood glucose (bg value not provided). Pump supplies were changed multiple times; no issues were observed. Healthcare provider alleged the pump was the cause of the event. Customer reverted to using manual injections for insulin therapy. Customer declined to provide further information or perform a pump system check with tandem technical support.